Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-06011. During follow-up, several non-sustained oversensing episodes were observed due to lead noise. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found one external abrasion breaching the re cable lumen, consistent with friction to another device or feature of the patient anatomy. Both of the re etfe cable coating was also found abraded in this location. The exposure of the re cable conductor contributed to the noise and non-sustained rv oversensing reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.